Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was found on the inner lumen and catheter tubing near the y-fitting approximately 76.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and a leak was observed at the kinked location on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing and blood to leak into the catheter causing the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.the overall 24 month product complaint trend data for the period nov-19 to jan-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the start key was pressed and the console generated an auto-fill failure alarm. The customer checked all connections and no problem was found. The iab was removed and replaced with a new one that functioned normally. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the start key was pressed and the console generated an auto-fill failure alarm. The customer checked all connections and no problem was found. The iab was removed and replaced with a new one that functioned normally. There was no patient harm or adverse event reported.